Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.particles in airway from device.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found dust on the blower seal, small amount of unknown contaminant on the dry box and bottom enclosure, black dust contaminant on the inside of the bottom tray cover, small amount of dust contaminant on the heater plate. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found hair located on the dry box seal of the humidifier. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.